Event description:
In 7/75, rptr went to hosp for breast augmentation surgery. After receiving a dissatisfying mastopexy, she underwent a second operation at the same hosp to have silicone implants placed in both breasts. Soon after the second operation the implants hardened in both breasts and the dr began performing a squeezing technique to break up the scar tissue that had caused the implants to become encapsulated. During one of the squeezing episodes, the left breast implant ruptured and a local operative procedure in the dr's office was done to remove the damaged implant and he replaced it with another implant. Eventually, after the third operation, the implants hardened again causing her tremendous unhappiness. Having the breast harden and then squeezed by the dr was extremely demeaning and painful and caused her distress and mental anguish. This problem continued throughout the next three yrs, until on one office visit when he was performing the squeezing technique the left implant ruptured once more and this time he requested that rptr meet him at hosp were dr, his wife, and a rn performed the fourth operation to remove the ruptured silicone implant. He didn't replace it leaving her with the right breast a 34c and the left breast a 34b, in which she uses various prosthesis to compensate for the lack of mass in the left breast. For the last 17 yrs, she has had to live with an encapsulated right implant sealed to the upper cavity of her chest, hating every minute it has been in her body. Rptr states the mental and emotional stress has been horrendous to say nothing about what it has caused her immune system. She suffers daily from respiratory allergies and has to use antihistamines and nasal sprays. Initially, she went in for what she thought was a simple procedure that would enhance her self-esteem and the whole episode resulted in her looking like a freak. Rptr feels these implants contributed to the destruction of her sanity. Aside from the discomfort and the physical deformity, she thinks the knowledge of her feeling inhuman stemmed from this hard foreign object being in her body and caused the most problems. (*)